Event description:
An entire liter of d5w with 100meq sodium infused over one and a half hours. The order for the infusion was for over five hours. The rate on the pump was set at 200 cc/hr. The nurse report they habitually push IV tubing cassette completety into pump chamber (which permits free flow of fluid). Service post event indicates no pt injury.